Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technical responsible pharmacist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device had a defect at its end, preventing its use due to risk of complications. Additional information was received on 07aug2025: the procedure performed for the patient prior to use of the angio-seal was an endovascular treatment of cerebral aneurysm using an 8 french sheath. The device was never used on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 09sep2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and guidewire. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted to the locator at the blood inlet hole. The sheath was also damaged at the distal tip. The locator was kinked at the blood inlet hole, and the sheath was kinked at the distal tip. The complaint was able to be confirmed for a damage sheath and locator. The exact root cause cannot be determined. It is possible that the components were kinked during unpackaging or assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).